Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering performed a functional test and found the instrument passed electrical continuity and cauterized at the tips as intended. Engineering also observed the instrument main tube to have a char mark at the distal end and the tube extension exhibits a charred section near the interface with the main tube. The main tube has material removed directly below the char mark. The instrument was disassembled to find the hypotubes contain charred material as well. The entire tube extension wall is circumferentially broken at the base of the axial keys, however, no pieces are missing. Engineering concluded that the breakage was likely due to excessive side loading of the instrument causing the breakage and contributing to the charred components. No other damage found.

Event description:
It was reported that during a da vinci s surgical procedure, the monopolar curved scissors instrument would not cauterize. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a reportable incident, however, during internal failure analysis evaluation of the instrument, engineering discovered evidence that an arcing event likely occurred. Although no patient harm was reported, we assessed the evaluation results and conservatively decided to report our findings as it cannot be determined whether or not the arcing event occurred during a surgical procedure.